Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displaying an error 5 message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient indicated she does not test her blood regularly; clarifying she is suppose to test four times a day, however, she does not. The patient manages her diabetes with humalog insulin (via insulin pump). The patient indicated her insulin pump is programmed to administer her basal amount and she would only bolus after a meal. The date/time when the reported meter issue occurred is not clear. Despite the alleged meter issue, the patient clarified she administered her insulin based on her food intake at that time (dosage not known). The patient indicated she did not have a back-up meter and did not test with another device. The patient corrected and clarified an hour after the alleged meter issue occurred she developed a symptom of shaking; a symptom the patient claimed she would experience when her blood glucose is high or low. After the onset of her symptom, the patient stated she consumed food and drink; however, the patient does not recall when her symptom improved. During troubleshooting the customer service representative verified the patient was using the proper testing procedure (per owner's booklet recommendation), the patient was not using the subject meter for the first time, and the test strip properly drew in the patient's blood sample. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter was evaluated and found to have failed testing. The meter was found to have all spc pins 1-3 were contaminated with dry blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have spc pins 1 and 3 contaminated with dried blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.